Event description:
The customer reported that the t:slim x2 pump's battery was not charging, and the pump screen remained dark despite efforts to charge it using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support continued troubleshooting with the customer and decided to send a replacement pump to resolve the issue.